Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall power adapter and usb charging cable; which resulted in the pump shutting down. There was no adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.